Manufacturer narrative:
The bedside monitor diagnostic logs, the infinity central station (ics) logs, and the spo2 screenshot from the ics was received for evaluation. The diagnostic logs show the monitor logged a nellcor defective sensor error at the time of the event 11:14:06 on (B)(6) 2016. This indicates that the delta monitor detected a defective nellcor sensor. The bedside alarm history log was not received to verify the alarm condition however the ics log at 11:14:39 on (B)(6) 2016 indicates there was user interaction at the central station pressing alarm stop and alarm silence. This means the bedside monitor alarmed when the reported issue occurred and also alerted staff at the central station by relaying an alarm to take action. By design the delta displays "blank" in the box until it can find the patient baseline and then calculate the numerical value which can take up to 15 seconds. If the device is unable to calculate the waveform data then an error ¿***¿ notification will alert the user of the issue and a banner will be displayed at the bedside monitor with the error. The reproducibility testing using the same setup as the customer showed the device behaved as intended to annunciate alarms. It's reported after replacing the defective sensor at customer side the device works properly again. There is no error found regarding alarming function.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be provided in the follow up-report.

Event description:
It was reported that on (B)(6) 2016 at 12:29 a covidien adult single-use spo2 sensor failed without an alarm being generated by the delta xl monitor. No measurements and waveforms were displayed, and the red light of the sensor did not glow. After replacement the measurement worked again. It was reported that the event led to deterioration in health of the patient. No serious injury has been reported.